Manufacturer narrative:
Device evaluation - the stent remains in the patient and the delivery device was not returned, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 1,572 days after a coronary drug eluting stenting treatment procedure, the patient expired. Target lesion 1 (24mm long) was located in the distal circumflex (dist cx) with 90% stenosis and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 32 mm study stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. At 1,571 days post coronary index procedure, and during the five year follow-up, it was reported to the facility that while receiving a breathing treatment at home, the patient collapsed and became unresponsive. The family reported that he had been experiencing breathing problems for 3-4 days prior to this event. The ems found the patient to be in asystole without any respirations. He was intubated and admitted to the intensive care unit where he was subsequently diagnosis with cardiopulmonary arrest. The initial ECG revealed right bundle branch block, a follow-up ECG the same day revealed junctional rhythm and right bundle branch block. An ECG revealed absence of any identifiable cerebral activity. The patient died the next day 1,572 days after the initial coronary drug eluting stenting procedure. No autopsy was performed and no death certificate is available. In the opinion of the investigator, the device was unrelated to the event. In 2007, the clinical events committee adjudicated that the relationship was indistinguishable from the study stent/procedure.